Event description:
This complaint was identified during review of the sm1 simplify disc study report the noted-on (B)(6) 2016, a patient underwent a cervical total disc replacement at c5/6. On (B)(6) 2024, the patient was presented with spontaneous fusion at the c5/6 index level and noted as heterotopic ossification but no treatment has been provided and the patient will continue to be monitored.

Manufacturer narrative:
No device was returned for evaluation as no product failure was alleged and the device remains in-situ, no radiographic images were provided so the complaint could not be confirmed. Review of the reported event identified that eight years after a cervical total disc replacement (ctdr) procedure the patient was identified with spontaneous fusion at the index level noted as heterotopic ossification which is a well known complication of ctdr's and considered to be the result of patient related issues and unrelated to device functionality. No additional investigation required. Manufacturing review: no material or lot numbers were provided so a manufacturing review was unable to be completed. Labeling review: "warnings simplify cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify cervical artificial disc surgical technique guide." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all comorbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert (see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function." "Cervical artificial disc risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to spontaneous fusion due to heterotopic ossification, development of bridging bone or osteophytes." 32226-e-2023-03.